Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that vessel dissection occurred. The target lesion was located in the mid right coronary artery (rca). A 2.50 x 16 synergy¿ drug-eluting stent was deployed to treat the lesion. However, during position of the stent, a dissection was observed in the proximal rca. Subsequently, a 3.50 x 16 synergy¿ stent was implanted, overlapping the 2.50 x 16 synergy¿ stent and the procedure was completed. No further patient complications were reported and the patient's status was stable.